Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: this device is designed for introduction and use through a port of appropriate size (5mm or 10mm). The jaw tip are closed and opened to cut, dissect and/or grasp tissue by closing and opening of the ring handles. The jaw tip must be closed prior to insertion into or removal from the cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: type of investigation was changed from device not returned to testing of actual/suspected device manufactuer narrative: received one 2-1008 in unoriginal opened package. Lot number was not verified. Performed a visual inspection, one of the legs within the graspers came detached from the device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 2-1008, dtip grsp, strt fenstd, was being used during an unknown laparoscopic surgery on (B)(6) 2021 when the "doctor was using the fenestrated grasper. The grasper was kept stationary at the moment one of both legs fell off the instrument." Upon further assessment, it was found that the leg of the device fell into the surgical site. It was retrieved with a clamp. The procedure was completed with an alternate same-like device. There was a 10 minute delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.